Event description:
It was reported that the port was implanted in february, 1997. On may 21, 1997, the pt went for a routine treatment, and during asscess with saline, she felt a burning sensation in the upper chest. An x-ray confirmed that the catheter has separated with a 3" section attached to the port. The other portion has migrated to the heart. A basket snare was used to remove the separated portion of the catheter. The reporter stated that the catheter was sheared by the pt's clavical and rib.